Event description:
This was a lead extraction procedure to remove three non-functional cardiac leads. Each lead was prepped with an lld #2. The first lead (sjm 1688tc rv pacing, impl 106 months) was extracted using a 12f glidelight in conjunction with an oscor deflectable/steerable sheath. The patient's blood pressure dropped during the extraction, however the physician believed that it was a vagal response based on tee images. No injury was detected. A guidewire for re-implantation of a new lead was inserted. It was then noticed that the guidewire was extravascular/cardiac. The physician continued with the procedure and the 2nd lead (bsc 0154 rv ICD, impl 143 months) was removed using a 16f glidelight. After removal of the lead, a significant pe was noticed on tee by anesthesia. A subxyphoid window was made and about 400 cc's of blood was removed from the pericardium. Subsequent to the window, the ra lead (bsc 4087 ra, impl 143 months) was removed with minor traction only. Before the patient was removed from the or, a cxr was performed and a significant pe was noted again. A right-sided thoracotomy was performed and a suction tube was inserted in that area. 200 cc's of blood was removed within 5-6 minutes of placing the line. The patient survived the intervention. The physician believed that the laser sheath functioned normally and successfully ablated the endovascular fibrotic tissues surrounding the leads. He believed that the advancement of the safe sheath and/or glidewire caused the actual perforation/injury, however, it cannot be excluded that the glidelight may have contributed to the injury by weakening the vessel wall as it progressed down the lead and made the endothelium more susceptible to perforation.